Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing tenderness over the spinal area. It was also reported that the patients ipg no longer work the way it used to and was non functional. The patient underwent a revision procedure wherein the ipg was replaced.